Manufacturer narrative:
Follow-up # 1 date of submission 1/03/2017 device evaluation: the device has been returned and evaluated by product analysis on 12/13/2016 with the following findings: during visual inspection of the pump, it was observed that the display screen was not dim or discolored therefore the initial complaint was not duplicated during the investigation. There were no cracks found on the display. The pump was opened and no defects were found on the display.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging a display (damaged) issue. It was reported that the display screen was damaged and could not be read safely. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.